Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch (wfs) was defective. Upon troubleshooting, the fse observed that the charging connector of the wfs was defective. To resolve the issue, the fse replaced the wfs. The system was returned to use in good working order and ready for clinical use. The wireless footswitch was returned for further analysis, which confirmed that the charging connector was defective. Philips has re-evaluated this complaint. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred without patient involvement and was identifiable prior to procedure commencement. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was broken, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.